Event description:
This is a report of a flo-gard pump in which the display won't turn on. It is unknown when the reported condition occurred. There was no patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received by baxter. Upon completion of baxter's investigation a follow up medwacth will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump which the display would not turn on was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded (B)(4) retention period.